Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. The customer evaluated the unit and confirmed the reported issue. The customer replaced the blower assembly and blower motor controller to resolve the reported issue. The customer tested unit and all performance verification testing passed.

Event description:
The customer reported that the unit had error code message of air valve liftoff failure. The customer reported there was no patient involvement. The event date was not specified; estimate used.